Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had multiple vf episodes. Some episodes were terminated by the device, but in one episode the arrhythmia was not terminated and an external defibrillator was used to terminate the arrhythmia. Review of the session records indicated that the device appeared to function and deliver shocks as programmed however, still could not terminate the arrhythmia. Programming change was discussed.

Event description:
New information received indicated that the patient is under external defibrillator monitoring and no programming changes were made. Patient is currently in ICU.